Event description:
The stent came off the balloon. A percutaneous transluminal angioplasty of the right iliac artery was performed with a kissing stent technique. The vessel was somewhat calcified however was not tortuous. A 9f sheath and with a .035 mm guidewire was introduced. Lesion was pre dilated successfully with the mediteck indeflator. The stent was mounted on the balloon. The stent delivery system (sds) behaved normally without any resistance as it passed through towards the lesion. The balloon was inflated to 20 atmospheres when it failed to inflate thereafter the stent came off the balloon. The sds was removed and an exchange of sheaths took place. A larger size sheath was inserted without loosing wire position and the stent was snared out of the body.